Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An end user reported an issue with a 19cm solero applicator. The procedure was being performed as a straight forward laparoscopic access to a superficial liver lesion. The applicator was tested for 1 min, at 100 watts, with no errors or issues; therefore, the doctor placed the applicator into the middle of an easily visualized liver lesion. An ablation was completed at 140w for 4 minutes. No patient complications or device malfunctions were noted throughout the procedure. When the applicator was removed, the doctor noted that the tip was missing. Reportedly, there was only small bit of white ceramic tip still attached to the rest of the applicator. When this was noted, the ablation procedure had been completed and the decision was made to leave the tip in the patient's liver. The patient experienced no adverse effects due to this event. It was indicated that the reported device is not available to be returned to the manufacturer for evaluation. It was indicated the reported device is available for return to the manufacturer for a device evaluation.

Manufacturer narrative:
Returned for evaluation was a 19cm solero probe. As received, only 1cm of the ceramic tip was returned attached to the probe for evaluation. Evaluation of the returned sample shows that the tip is broken/fractured approx. 3mm up from the end of the shaft. This point coincides with the end of the semi-rigid outer jacket. This area has exhibited breakage in a small number of devices. The customer's reported complaint description is confirmed. The cause of the tip breakage has not been identified but may be due to a thermal event that induces enough stress to cause a fracture in the ceramic tip material. A review of the device history records was performed for the applicator lot any deviation in manufacturing process related to the reported defect of the complaint. The review confirmed that the lot and the associated components used within the lot all conformed to manufacturing processes and testing. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).